Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Event description:
The patient reported that they compared their teladoc blood pressure monitor's reading to a simultaneous manual reading performed by a medical professional. The readings were 20 to 30 points off when compared, and the exact readings were not provided.